Event description:
It was reported that the patient's pump had failed a few years ago, but it was unclear how and when the pump had failed. The pump was replaced in (B)(6) 2010. The drug used within the pump was morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2011-(B)(6), product type catheter. (B)(4).